Manufacturer narrative:
Product analysis #(B)(4): a visual inspection of the returned device found that one of the proximal struts was broken, the device was flushed, and an 0.018¿ guidewire was loaded through the tip and exited the luer with no difficulties. An indeflator was attached to the device and the balloon was inflated to nominal pressure of 6atms and held pressure, the balloon was then inflated to rated burst pressure (rbp) of 12atms and held pressure, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician was attempting to use a chocolate 018 balloon dilatation device to treat a patient in the mid superficial femoral artery with calcification, fibrous and tortuosity and 80% stenosis. No abnormalities reported in relation to anatomy. IFU was followed. A non-medtronic sheath (6f destination 45 cm) and a non-medtronic guidewire (glidewire advantage .035 260 cm). IFU was followed. It was reported that a longitudinal balloon burst occurred, during balloon inflation. After the 35 guidewires passed through the superficial femoral artery, an evercross balloon 3*150 was used to dilate the lesion. Then changed to a v18 guidewire and a chocolate balloon was used to dilate the lesion. First, inflated to 3 atm, and then during inflating to 7 atm, the balloon burst.the balloon was replaced with an 18 balloon from another manufacturer for dilation and the operation was completed with a drug-coated balloon. No health consequences or impact to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.